Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the 90% target lesion was a deep vein thrombosis located in the iliac vein.